Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the patient. A rotablator rotational atherectomy system was used. During procedure, it was noted that the burr became stuck in the lesion. There were no further patient complications reported.